Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set cannula. A supply change was performed resolving the issue. Blood glucose was 300 mg/dl.